Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and tactile examination revealed no damage to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There were traces of dried contrast media present inside the balloon of the device. Microscopic examination of the balloon noted a complete circumferential tear had occurred in the balloon material 7mm proximal to the tip of the device. A small longitudinal tear had occurred at the edge of the circumferential tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Originally this was to be reported on the 4th quarter alternative summary report. Based on analysis completed on (B)(6) 2011 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% in-stent restenosis lesion was located in a moderately tortuous brachium arteriovenous graft. On the first inflation the sv/5.0-4/4t/90 balloon was inflated to fifteen atmospheres and contrast media was leaking. The device was removed and a balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear.